Manufacturer narrative:
Evaluation summary: the gore® excluder® aaa endoprosthesis device catheter was received by gore from the facility and an engineering evaluation was performed. Evaluation of the returned device showed that the detached top section consists of the leading olive still attached to a segment of polyimide. Upon inspection of the mid-olive transition of the catheter, a segment of polyimide is still visible and attached to the mid olive indicating a break in the polyimide. The physician¿s observation of the ¿top section of the catheter snapping off¿ was confirmed. The cause for the separated top section could not be determined with the currently available information. However the reported difficulty during removal of the delivery catheter (¿getting stuck on top of the sheath¿) may have been a contributing factor. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿

Manufacturer narrative:
Date of event has been corrected from (B)(6) 2016 to (B)(6) 2016.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After full deployment of the trunk-ipsilateral leg endoprosthesis the delivery catheter was retracted from the patient and became stuck on top of the sheath. At this point the leading end of the delivery catheter snapped off. It was possible to remove the leading end of the device with no adverse effects to the patient. Additionally it was mentioned that the patient had a narrowing in his common artery of around 6-7mm in the area where the separation happened. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After full deployment of the trunk-ipsilateral leg endoprosthesis the delivery catheter was retracted from the patient and became stuck on top of the sheath. At this point the leading end of the delivery catheter snapped off. It was possible to remove the leading end of the device with no adverse effects to the patient. Additionally it was mentioned that the patient had a narrowing in his common artery of around 6-7mm in the area where the separation happened. The patient tolerated the procedure.